Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter to their history of thrombotic disorder, deep vein thrombosis (dvt), and recurrent pulmonary emboli. During placement of the ivc filter via the right femoral vein, the filter was deployed midway between the iliac and renal veins without difficulty. The patient tolerated the procedure well and there were no apparent complications. Approximately more than a year post implantation of the ivc filter, the patient underwent a computerized tomography (CT) scan that demonstrated tines protruding through the ivc wall, however, they do not penetrate or embed in any surrounding structures. There is no stranding, vessel wall thickening, or associated hematoma. The cephalad end of the filter is mildly tilted but does not penetrate the ivc wall. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about two years and one-month post implantation of the ivc filter. The patient reports to suffer from blood clots, clotting, occlusion of the ivc, filter tilting, dvt, protruding from ivc filter, the filter unable to be retrieved, persistent chest pain, persistent intermittent right lower quadrant pain, and shortness of breath. No known attempts to remove ivc filter have been made. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient under event placement of a optease vena cava filter. The information received indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation of the inferior vena cava (ivc), and filter embedded to wall of ivc. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about two years and one-month post implantation of the ivc filter. The patient reports to also have blood clots, clotting, occlusion of the ivc, filter tilting, deep vein thrombosis (dvt), protruding from ivc filter, the filter unable to be retrieved, persistent chest pain, persistent intermittent right lower quadrant pain, and shortness of breath. No known attempts to remove ivc filter have been made. Approximately two years post implant, the patient underwent a computerized tomography (CT) scan of the abdomen for complaints of right lower quadrant pain, that has persisted intermittently since the filter implant. The CT scan report indicated that the filter tines are protruding through the ivc wall, however, they do not penetrate or embed in any surrounding structures. There is no stranding, vessel wall thickening, or associated hematoma. The cephalad end of the filter is mildly tilted but does not penetrate the ivc wall. The recommendation was to follow up with gynecology physician and repeat a scan in a year. The indication for the device implant was a history of thrombotic disorder, factor v leiden disorder, with multiple dvt and pulmonary embolism (pe) in the past. The filter was placed via the right femoral vein and deployed midway between the iliac and renal veins without difficulty. The patient tolerated the procedure well and there were no apparent complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc and unable to be retrieved could not be confirmed or further clarified. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and occlusion within the ivc does not represent a device malfunction, rather patient and/or pharmacological factors may have influenced the event. Pain and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation of the inferior vena cava (ivc), and filter embedded to wall of ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injure and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, perforation of the inferior vena cava (ivc), and filter embedded to wall of ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injure and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.